Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06048 and 06209).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to pain. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and taper adaptor and a competitor's acetabular cup. Legal counsel for patient reported patient underwent left hip revision on (B)(6) 2014 allegedly due to pain, popping, grinding, difficulty walking, damaged tissues, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to pain. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and taper adaptor and a competitor¿s acetabular cup.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 due to pain. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and taper adaptor and a competitor's acetabular cup. Legal counsel for patient reported patient underwent left hip revision on (B)(6) 2014 allegedly due to pain, popping, grinding, difficulty walking, damaged tissues, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to pain from an unknown source and grinding. Operative report noted the presence of greenish stained capsule and a well fixed stem. The modular head, taper adapter, acetabular cup and metal plate from a previous femur fracture repair were removed and replaced with a competitor cup and biomet head and taper adapter.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."